Manufacturer narrative:
(B)(4). Batch # n55a26. The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge was received partially fired 1/2 and cartridge pan missing. In addition the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an inferior lobectomy procedure, the device could not fire on the second firing with a white cartridge. Another green and white reload were used to continue the procedure but the device also could not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.